Manufacturer narrative:
The subject device has not been returned.

Event description:
It was reported that the subject device (guidewire) was being used to access the area of occlusion. The procedure was to treat an acute ischemic stroke with mechanical therapy. The removed the guidewire as part of the procedure, and were about to re-insert when they noticed that the outer coating on the proximal end appeared to be degraded, and was shedding off. It looked like a clump of green fragments on the proximal end of the guidewire. The guidewire was replaced with another unit of the same model, and the case was completed without incident. There were no patient complications or injury reported due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and found to have bends along the distal section. The ptfe () coating was found to be peeled/scraped between 26.0cm to 30.0cm from the proximal end. The coating was scraped on the guidewire. The coating appeared to be scraped off of the guidewire with the torque device collet, which was not returned. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. Slight friction was noted during functional test with a microcatheter, likely due to the observed bends. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was likely due to the insecure fastening of the torque device. Therefore, a cause of dfu instruction not followed was assigned.

Event description:
It was reported that the subject device (guidewire) was being used to access the area of occlusion. The procedure was to treat an acute ischemic stroke with mechanical therapy. The removed the guidewire as part of the procedure, and were about to re-insert when they noticed that the outer coating on the proximal end appeared to be degraded, and was shedding off. It looked like a clump of green fragments on the proximal end of the guidewire. The guidewire was replaced with another unit of the same model, and the case was completed without incident. There were no patient complications or injury reported due to this event.